Manufacturer narrative:
One sample was received. The circled area indicated the presence of a hole measuring approximately 3 mm in diameter. The hole extends through both the white and blue layers, with alignment observed between the two. No additional tears, cuts, or holes were observed. A review of the device history record dated (B)(6) 2025, confirmed that process round checks for fabric defects were completed with no issues documented. All quality attribute visual inspections were recorded as passing, and no material was placed on hold or scrapped due to holes or cuts. Based on quality records, the material met all established specification requirements. Based on the evaluation of the defect, review of quality data, and assessment of the manufacturing process, the observed condition is not attributed to manufacturing. The product is constructed by bonding two separate sheets of material (blue and white), which are produced on different days. Therefore, it is highly unlikely that both layers would exhibit a precisely aligned hole originating during production. Manufacturing processes and product testing are closely monitored, and performance is evaluated through metrics such as complaints per million (cpm) and trend analysis. This event will be incorporated into the complaint review board¿s ongoing analysis to identify potential trends. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
During an orthopedic procedure, a hole was reported in the product, resulting in a one-hour delay of the surgery. No patient injury was reported.

Manufacturer narrative:
The sample is said to be available for evaluation but has not been received yet. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.